Event description:
A malfunction was reported on the customer's pump, and no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to contact support if any malfunction codes appeared again, and they acknowledged and understood the instructions.